Event description:
It was reported to boston scientific corporation that a exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6)2025. During the procedure, three sphincterotomes were twisted while being manipulated by the scope's elevator. The procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation.